Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplemental report will be submitted if provided.

Event description:
The customer returned the colonovideoscope to the service center for evaluation of a separate issue. During testing, the repair center technician found scope communication error (error e216). There was no patient involvement.